Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they experienced the events of ¿pain¿, ¿right side is bigger than the other¿, ¿had swelling on right side¿, ¿right side got sore¿, and ¿told by doctor that her implants are fine but patient is concerned with what¿s on the news¿. Additionally reports rupture. The device remains implanted.